Event description:
It was reported that 2 bd 1ml syringe luer-lok¿ tips experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: I noticed a strange oily substance in the syringe before I put the needle on. I switched it out for a new one and found the same residue/substance in another. The third barrel was okay.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd 1ml syringe luer-lok¿ tips experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: I noticed a strange oily substance in the syringe before I put the needle on. I switched it out for a new one and found the same residue/substance in another. The third barrel was okay.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided lot number 1238795. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.